Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient woke up, the dexcom g6 displayed a "signal lost" message with no readings. The patient experienced nausea, vomiting, pain, and confusion, and subsequently removed the sensor due to the failure to provide any readings and sensor failed on the screen. The patient then went to the emergency room, and when the patient arrived, he already removed the sensor, an the bg reading was 500 mg/dl. The medical staff treated the patient with insulin and IV fluids. The patient was stable at the time of the report, with a blood glucose level of 170 mg/dl, and he was expected to be discharged (B)(6) 2025 (24 hours). No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.